Manufacturer narrative:
Additional information: h3, h4, h6 and h10. The actual device was not available; however, one drawing indicating the point of leakage was provided for evaluation. Visual inspection of the drawing identified the junction between the pump tube and the cartridge as point of leakage. The cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as soon as treatment started, an external blood leak was observed on a gambro cartridge dialyzer from the arterial chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.